Event description:
It was reported the patient was experiencing discomfort at her scs ipg site. As a result, the patient underwent surgical intervention to address the issue. During the surgery, the patient's physician elected to explant and replace the patient's entire scs system to take advantage of new technology. The patient's issue was reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.